Manufacturer narrative:
Other, other text: d4 UDI(B)(4). Device evaluation: we received one device for investigation. Visual inspection performed and found damaged battery door, top and bottom covers, front panel is severely damaged and small knobs are cracked. Functional tests performed and found manometer was not working during spontaneous breathing test. The cause of the reported issue was due to faulty spontaneous breathing valve and device was mishandled by customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the gauge was not working and had damage on the side (cracked). Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.